Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the user was performing the load process. Additionally. It was reported that insulin was leaking and that the fill estimate was inaccurate. The user filled the cartridge with 300 units. Reportedly, the user did not remove air out of the cartridge prior to loading the cartridge. The user's blood glucose (bg) level was 233 mg/dl for the events. However, the user reported an additional bg level of 304 mg/dl that occurred earlier in the day. The contact stated that the user did not give enough insulin for the last meal. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared, a new cartridge was loaded, and insulin delivery was resumed.